Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator hubs broke off and the md had to retrieve them." No patient harm was reported. The patient's condition was reported to be fine. Additional information was requested but was not received at the time of this report.

Event description:
It was reported "the dilator hubs broke off and the md had to retrieve them." No patient harm was reported. The patient's condition was reported to be fine. Additional information was requested but was not received at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer report of a separated dilator hub was confirmed through complaint investigation. The customer returned one sheath with dilator assembly and the packaging for investigation. The dilator was returned inserted through the sheath. Visual examination confirmed that the dilator hub was completely separated from the dilator body. The hub was returned. The separation points were rough, discolored and contained signs of torquing. No other defects or anomalies were observed. The total length of the dilator body measured 21 1/8" via calibrated ruler, which is within the specifications of 20 7/8"-21 3/8" per product drawing. The dilator outer diameter measured 0.137" via calibrated micrometer, which is within the specification limits of 0.135"-0.138" per product drawing. Functional inspection was performed per the IFU provided with the kit: "ensure dilator hub fully snaps into sheath cap." "Holding sheath in place, remove spring-wire guide and dilator." The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". "Do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." A device history record review was performed, and no relevant findings were found. This has been determined to be a design issue. CAPA has been previously initiated under teleflex's quality system by the manufacturing site for this issue. Teleflex will continue to monitor and trend for reports of this nature.